Event description:
Pt reported she was in the hospital with elevated blood glucose on (B)(6) 2010. Pt stated she was in the hospital for 4 days and rec'd insulin by infusion. Pt reported she was brought to the hospital in the car by her husband. Pt stated her blood glucose value was 40.0 mmol/l (720 mg/dl). Pt reported the issue began that day in the morning with a blood glucose value of 15.0 mmol/l (270 mg/dl). Pt stated she tested her blood glucose every 2 hrs, and changed the infusion set. Pt's normal blood glucose value is 8-9 mmol/l (144-162 mg/dl). Pt reported she gave extra boluses of 10.0 units/hr via the infusion device. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.